Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, yellow particles inside the device and in the surface of the shell. A microscopic analysis was performed which identify opening sharp in the radius. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a sharp opening on radius side to an unidentified (tear) opening. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted